Manufacturer narrative:
The date of the event was unknown; therefore, (B)(6) 2016 is listed as the best estimate of date of event. Concomitant products: 6fr sheath introducer by unspecified manufacturer, excelsior sl-10 (stryker). (B)(4). Conclusion: the device was not available for analysis. In addition, the DHR could not be performed since the lot number was not provided. The coil being out of shape could not be confirmed without product return. Vessel rupture is a known complication specific to embolization procedures and it listed in the instructions for use (IFU). Based on the limited information provided and without procedure films to review, it is not possible to determine the cause of the reported event. There was no evidence to suggest the event was related to a manufacturing issue; therefore, no corrective actions will be taken at this time. This is an initial/final MDR report.

Event description:
As reported by a healthcare professional, during coil embolization of a ruptured anterior communicating artery aneurysm to treat subarachnoid hemorrhage, an orbit galaxy (640cx0306 / lot unknown) was inserted as the framing coil; however, the target aneurysm got re-ruptured when the distal end of the embolic coil came out from the excelsior sl-10 microcatheter and entered into the aneurysm. Although the physician was uncertain of the exact position of the microcatheter tip because the procedure had been conducted quite a while back, he recollected that the distal tip of the embolic coil was quite straight. It was reported that the procedure was successfully completed without further issues, and there were no patient injury/complications. The complaint product was new and stored per labeling instruction. The procedure was conducted in accordance with the instructions for use (IFU) and the constant flush had been maintained at all times. No visible damages were noted on the product prior to the event. The complaint product was not available for analysis. No further information was available. This event was reported to the affiliate " a long time" after the event occurred; therefore the customer could not remember details including the date of the event.